Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery at 2 years post-op due to progression of disease. Conversion hemi to tsa. Patient (B)(6).